Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was being used at (B)(6) hospital on (B)(6) 2015. The hospital stated that the unit was primed, an audible "pop" occurred, and blood began leaking from the bottom seam of the cassette. The cassette was changed out and the surgery continued with the thermacor 1200 system. No patient injury or extended surgery time was needed for changing out the cassette. The cassette was not retained by the hospital for further investigation. No further information was available.